Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was shutdown automatically. Review of the system log files showed voltage error. Philips engineer performed troubleshoot and found there was an issue with the power supply. Fse replaced the dcps. After replacement the system was returned to use in good working order. The codes were updated based on the investigation outcome. The device problem code and health impact code was corrected.

Event description:
It was reported to philips that the device shut down, losing the live image. The device was not in clinical use at the time of the event. No harm was reported. A philips field service engineer (fse) visited the site and determined the dc power supply was faulty. After replacing the dc power supply, the device was returned to expected functionality.